Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the middle segment is missing on the bpm display. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. When the device was powered on one led digit does not illuminate. The device was able to obtain readings and alarmed appropriately under alarm conditions. Internal inspection showed solder on one leg of the q7 component on the instrument board is not wetted. This component is required to drive the led that did not illuminate. Pressure was temporarily applied to the leg and all leds were fully functional. A service history record review reveals that this unit was in the field for over seven (7) months with no previous reported issues related to this reported event.

Event description:
The customer reported the middle segment is missing on the bpm display. No patient impact or consequences were reported.